Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a). Evaluation conclusions are reflected in the codes.

Event description:
Customer calls to report irritation with bleeding of the peristomal skin. She was advised to use topical neosporin or zinc oxide ointment by health care provider. Reviewed appropriate skin care routine including use of ivory; dial or neutrogena bar soaps. Complainant has confirmed that product lot number is not available and that the lot number is not retrievable. Product use and skin care instructions provided.